Event description:
Per the healthcare provider's report, the pt was implanted with the flange fixture in 2002 (date not reported). In 2005, the flange fixture reportedly "came out of the pt's head." No additional info was provided. Analysis showed that all measurements of the device were within specs.

Manufacturer narrative:
This is a final report.